Event description:
It was reported that during an atrial flutter/atrial fibrillation cardiac ablation procedure with a qdot micro catheter, the patient experienced a pericardial effusion treated with drain/pericardiocentesis which required one extra day of extended hospitalization. During the procedure, a pericardial effusion was diagnosed with intracardiac echocardiography (ice) after a drop in blood pressure. A pericardiocentesis was performed. The patient was stable and transferred to intensive care unit (ICU) for observation. Additional information was received. The physician¿s opinion on the cause of this adverse event was procedure related, and the intervention provided was drain/pericardiocentesis. The outcome of the adverse event was fully recovered. The patient required one extra day of extended hospitalization. Prior to noting the pericardial effusion, ablation was performed. The event occurred after second ablation, while mapping for the second time. The patient did not require surgery. The procedural act was 320 seconds was highest and most consistent. No catheter exchanges reported and one transseptal puncture site was performed during the procedure, but piggyback across. Relevant tests/laboratory data noted acts in normal range, hemoglobin before 13.31 and after was 13.8, and other relevant history/preexisting condition was previous ablation. Transseptal puncture was performed with baylis nrg. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, and vector.

Manufacturer narrative:
Since it was reported that it was during an atrial flutter/atrial fibrillation cardiac ablation procedure, the following fields should also include: under d2a. Common device name "catheter, percutaneous, cardiac ablation, for treatment of atrial fibrillation" under d2b. Procode "oae." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 26-jul-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31461187l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).